Event description:
During a device implantation procedure, the device showed poor sensing values for the right ventricular lead. The device was replaced and the sensing values were normal. The patient was stable.

Manufacturer narrative:
The device was returned from the field and was evaluated. Pacing and high voltage lead impedance was tested on the bench and were normal. The sensing anomaly observed in the field was not reproducible. The cause of the field event was undetermined.